Event description:
Customer reported to sales rep that when the product is removed from the package, the wire behind the needle is wrapped around the packaging in such a way that is becomes bent. This presents a problem during insertion. Customer stated that this kinked portion of the wire has caused a tear in the ventricle during placement. Physician was required to place sutures to correct the tear caused by the device. Pt is reported to have no adverse consequences.